Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure of the hip, it was observed that the battery reamer device output suddenly slowed down and then stopped during reaming of acetabular. It was reported that there was a five minute delay in the surgical procedure and an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was running very slowly, the motor had dead spots on the collector, the brushes were destroyed by overheating and the collector had no contact with the brushes in certain positions. As a result, the motor did not have enough power. It was also determined that there were no liquid residues inside of the handpiece and can be concluded that handpiece was used without respecting the "duty cycle" section of the instructions for use. It was noted that this would prevent the power tool from exceeding the acceptable temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.